Event description:
It was reported by the customer that on (B)(6) 2010, the fiber end fired. Also, it was reported the cystoscope seal was too small. The number of joules was not reported. No pt injury was reported. The device was not returned for eval.